Event description:
A surgeon reports that he noticed a scratch on the intraocular lens (iol) after it was inserted into the eye during iol implant surgery. The incision was enlarged to facilitate removal and replacement of the iol. The patient's outcome was good.